Event description:
It was reported that during a laparoscopic gastrectomy procedure, when making the first firing across the duodenum - the gun failed to cut and staple. It cut the duodenum, but with no staples intact. Staples were everywhere and the duodenum had two open ends. They then had to convert the patient to open surgery to finish.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.